Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The calcified left anterior descending artery (lad) was predilated with a non bsc balloon. The physician then attempted to place a non bsc stent but the device was unable to cross the lesion. A 3.00 x 20 mm taxus express2 drug eluting stent (des) was then advanced to the target lesion but this device was also unable to cross the lesion. The physician attempted to pull back the taxus express2 device, but was unable to. Everything was removed as a system and once outside the body, it was noticed that the stent was not on the stent delivery system (sds). Angiography was performed but the physician was unable to find the stent. The procedure was completed with no additional pt complications reported. The pt's current condition is listed as "stable". Additional information has been requested, but none has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch indicates the device met all specifications prior to shipment. The most probable root cause of this complaint can be attributed to operational context.